Event description:
Clinicaltrial. It was reported that 566 days following a coronary artery drug eluting stenting procedure, the pt experienced a target vessel reintervention (tvr). The pt presented in 2004 with unstable angina and cardiac catheterization the next day revealed; lmca-normal; lad-non-obstructive disease; lcx-100% occluded proximally; rca-100% occluded proximally; svg to om1-discrete 90% stenosis in distal third of graft. The catheterization report also noted: "pt with multiple re-stenoses in vein graft to om. Des in proximal vein graft was patent, and distal stent (non-des) was re-stenosed. Lad stent widely patent." The index procedure was performed at the time of cardiac catheterization and identified one target lesion in the svg to the 1st om with 90% stenosis, mild tortuosity, and measuring 3.5x16mm. Target lesion 1 was treated with pre-dilatation using a cutting balloon and placement of this 3.5x20mm taxus express2 stent. Following the index procedure, residual stenosis was 10%. There were no reported complications and the pt was discharged the following day on plavix and aspirin. The pt was readmitted 566 days following the index procedure with worsening exertional angina and cardiac catheterization revealed: lvef 30-40% with posterobasal akinesis; lmca-normal; lad-non-obstructive disease with 20% mid stenosis; lcx-occluded proximally; rca-occluded proximally; and svg to om1-90% in-stent restenosis at proximal anastomosis, 70% mid stenosis. At that time target lesion 1 underwent a tvr with cutting balloon angioplasty and placement of a 3.5x32mm taxus stent in the proximal segment and a 3.5x20mm taxus stent in the mid segment. There were no reported complications and the pt was discharged the following day. The relationship of this device to the event is "probable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.